Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, the physician noted a single episode of noise classified as vtns. Three seconds of asystole were reported in association with this episode; however the pacing-dependent patient was not symptomatic. Electrical testing of this defibrillator lead were stable, and the physician was unable to replicate the noisy signals with maneuvers. As this was a unique episode, the physician elected to schedule another follow-up in three months, and wait for any intervention. There were no further complaints from the physician regarding this lead, and the patient is stable.